Event description:
Adr (B)(4) reported information: on august 30, 2024, when the nurse was preparing to inject insulin into the patient, the nurse found that the tear drop label had fallen off and could not be sure that it was in a sterile state, so the nurse replaced it with a new disposable injection pen needle. Call center didn't contact with customer successfully, any updates will be sent by email. Sample availability: unknown sample availability details: unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.